Event description:
It was reported that after the surgical procedure was completed on (B)(6) 2024, after the procedure it was determined that the tunnelling tool used during surgery was expired. No adverse consequences to the patient have been reported.

Manufacturer narrative:
It was reported that the tunneling tool transferred between accounts and used beyond the expiration date. This wasn't noticed during the procedure. This is a disposable device and there is not impact in the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.